Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, after loading the valve into the delivery catheter system (dcs), a misload was observed up to the fourth node via fluoroscopic inspection. Consequently, the misloaded valve and dcs were exchanged for new components, and the procedure continued with a pre-implant dilation using a 20 x 45 mm non-medtronic balloon (cristal) followed by successful implantation of the new valve. However, during closure of the access site with the non-medtronic closure device (perclose), an unspecified vascular complication occurred, which was surgically resolved by the vascular team. Additional information was received that the vascular complication was a right femoral artery dissection which the physician reported was caused by puncturing at the bifurcation. The minimum diameter of the access vessel was 6.0 mm. Right femoral access was used for the dcs. Per the physician, the dcs, sheath and guidewire did not contribute to the injury. The vascular team performed a femoral artery anastomosis to treat the dissection.

Manufacturer narrative:
Image review: intraprocedural fluoroscopic images were provided for review. The patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was performed and a misload appeared to be present by overlap to node 4. Overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. It was reported that a new system was used, and fluoroscopic valve load inspection confirmed a good load. A pre-implant balloon aortic valvuloplasty was performed prior to the valve implant. The valve was deployed just prior to the point of no recapture and depth assessment was performed in the cusp overlap view. Depth was approximately 4mm on the non-coronary cusp. Depth assessment in the left anterior oblique view (lao) was not perfo rmed thus depth on the left coronary cusp is unknown. The valve was released and post implant angiogram revealed residual aortic regurgitation/paravalvular leak, possibly mild. Peripheral angiogram performed at the end of the procedure show evidence of contrast ex travasation at the access site suggesting vascular bleeding. It was reported that the vascular complication was managed surgically. As stated in the instructions for use (IFU), potential risks associated with the implantation of the valve may include but are not limited to vascular access-related complications (for example, dissection, perforation, pain, bleeding, hematoma, pseudoaneurysm, irreversible nerve injury, compartment syndrome, arteriovenous fistula, stenosis). Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: gwbc30; product lot/serial number: (B)(6); product type: guidewire; implant date: n/a; explant date: n/a product ID: sensh1428w; product lot/serial number: (B)(6); product type: introducer sheath; implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, after loading the valve into the delivery catheter system (dcs), a misload was observed up to the fourth node via fluoroscopic inspection. Consequently, the misloaded valve and dcs were exchanged for new components, and the procedure continued with a pre-implant dilation using a 20 x 45 mm non-medtronic balloon (cristal) followed by successful implantation of the new valve. However, during closure of the access site with the non-medtronic closure device (perclose), an unspecified vascular complication occurred, which was surgically resolved by the vascular team.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received without a valve loaded within the capsule. The handle and capsule were partially open on receipt of the device. No other deformation evident to the remainder of the device. The reported dissection could not be confirmed through analysis medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.